Event description:
The physician intended to implant a 2.75 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a severely calcified lesion in a pt. Lesion pre-dilation was not performed. Force was used in an effort to advance the device to the target lesion. The stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. No abnormalities were noted during inspection and preparation of the device prior to use. No clinical sequelae were reported. The following day the physician used a rotablator to treat the target lesion and a bare metal stent was implanted.

Manufacturer narrative:
(B)(4). Evaluation, results: (severely calcified lesion), (use of force). Conclusions: (severly calcified lesion), (use of force).